Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an altitude alarm occurred. Customer's blood glucose level was 306 mg/dl. The customer re-loaded the cartridge resumed insulin delivery.